Event description:
I had a partial hysterectomy in (B)(6) 2003, as well surgery to correct pop. The ams sparc sling system was used to repair my problem. Over the last 10 years I have had pain in my left pelvic region, as well as pain in my left thigh and down to my calf. The pain is not chronic, but since I had this procedure, it has not abated. I do not have health insurance, so cannot have this problem examined to see if the mesh is causing this pain. And though the pain is not chronic, when it occurs it is intense and can last for months. After reading about the issues other women are experiencing, it is my hope to have assistance with determining if this mesh is the cause of my pain. Reason for use: pop - pelvic organ prolapse.